Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: four photos were provided to our quality engineer for investigation. Upon visual inspection, a brown particle was observed inside the syringe. A device history review was performed for reported lot 1802351, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Without a physical sample we could not conduct characterization analysis on the foreign matter to further identify the composition or origin. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to remove particles from the manufacturing area and reduce the chance of foreign matter. Maintenance and cleaning records for the manufacturing site were reviewed and found to be performed according to procedure. Based on the available information we are not able to identify a root cause at this time. This incident was reported to manufacturing personnel. Complaints for this device and defect will continue to be monitored by our quality team. Investigation conclusion: it has been received 4 pictures for investigation. Upon visual inspection of these four pictures, it can be observed a brown particle inside the syringe behind the stopper on plunger nerves. It cannot be confirmed if this foreign matter is an insect neither its composition. DHR of lot 1802351 has been reviewed not finding any annotation or deviation regarding the alleged defect. Manufacturing area for 20ml ls syringes is a standard clean area iso9 which is under a positive pressure to push dust and foreign matter out of the manufacturing area. Bd manufacturing site for ref.300220 has contracted the services of an external company that certificates every month the disinfestation of the plant. As preventive actions it is used also in the plant the following: sticky traps with pheromones. Uv light traps. Due to the high efficacy of physical exclusions and restrictive methods insecticides products remain limited to external areas. For internal areas are preferable: cleaning as exclusion method. Screen as restrictive method. Sticky insect traps. Electrical insect traps. Practical elimination of the focus if applicable. The traps maintenance is periodic and it includes: measurement of uv light emission. Change of uv tubes if intensity is not enough. Cleaning and replacement of dirty adhesive layers, damaged and satured. Insect count. On checking the reports for january and february 2018 from the external company (lot 1802351 was manufactured in february), maintenance plan was performed correctly. According to inspection plan procedure, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures: visual inspection. Molding: 2 injections per shift. Printing: 24samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Secondary packaging: 1 box per pallet. Functional inspection. Printing: once in the first pallet and once in last pallet of the lot plus once per day. Assembly: once in the first pallet and once in last pallet of the lot plus once per day. Since the composition of the foreign matter cannot be appreciated in the pictures received and no incidence has been found in DHR review related to the alleged defect, the root cause cannot be determined. The incident has been reported to manufacturing staff. Root cause description: cannot be determined. Rationale: since root cause cannot be determined, no corrective action is taken at this time.

Event description:
It was reported that there was foreign matter in syringe with a bd syringe 20ml ls ns. The following information was provided by the initial reporter: contamination - insect. Inside the syringe, the customer found a worm.